Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they have been experiencing shocking for the last 3 days, has a funny metallic taste in their mouth, does not feel right and they cannot find their remote. Pt reported this happened before and the last time this happened they met with the manufacturer rep the december before last to resolve it but they have lost all of the rep (asked/unk name) contact information, they have met the rep twice. Reviewed the lost replacement program, offered and sent email to the reps in the area. Redirected to their doctor as well. Other information reported during the call: pt said they got their ins for tourette's, were part of a trial in (B)(6) and after their followup they were sent home with nothing. Pt said the doctor they see where they live in ny is their neurologist but is not a dbs doctor but allows reps to meet with them at their office.